Event description:
I was prescribed a philips holter monitor patch to wear for 7 days. After 3.5 days, my skin was so irritated and itchy in the location of the electrode. The electrode created a burning sensation when applied, and I stopped using the device prematurely. It is now 3 days later, and my skin is blistered and peeling. The area is very red and raw.